Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. It was further described as ¿they were seeing an important number of tiny bubbles inside of the patient line.¿ this occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the patient restring therapy with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.